Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that their quality controls were within range. A siemens customer care center (ccc) specialist reviewed the instrument data and determined an error with kinetic check. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the sample and reagent probes, sample and reagent mixers and reagent mixer arm. The cse performed alignments, checks, service method testing and quality controls, all of which were acceptable. The cause of the discordant, falsely low glu, co2 and alb results on the patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low glucose (glu) results were obtained on three patient samples on a dimension vista 500 instrument. Additionally, discordant, falsely low carbon dioxide (co2) and albumin (alb) results were obtained on one of three patient samples. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The corrected results from the alternate dimension vista instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant glu, co2 and alb results.